Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The case was going as expected until cannulation of the contra leg. The wire was successfully passed through the contra leg but the physician was unable to get a sheath through. Attempted using a snare catheter without a dilator, a sheath with a dilator, a 4f sheath, and a super low profile sheath, but was unsuccessful. Physician then tried to retrograde, tried to get rid of tether, and attempted to demate to get more room but was unsuccessful. A limb in the ispi side to prevent accidental limb placement, then ballooned it to purposely occlude the ispi limb. Went up and over through the arm to try and gain contra access from the proximal end of the graft but was unsuccessful. Finally converted to aui and used a 28x28 extender, successfully excluding the aneurysm. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported inability to advance guidewire or catheter into the contralateral leg of the aortic body could not be definitively determined from the imaging provided, however, not deploying the proximal fixation prior to the off-label early cannulation of the cross-over lumen and/or possible additional delivery system rotation, likely contributed to the twisting and reported narrowing of the unsupported graft (user related). The inability to cannulate from above was likely caused by deployment of the ipsilateral limb too high in the trunk of the aortic body, allowing the proximal end to flare partially obstructing access from above. Unable to determine cautionary product use conditions. The most likely cause of the loss of seal was related to not occluding the left common iliac artery following conversion to an aortouniiliac and the fem-fem crossover. The most likely cause of the buckled implant was related to the oversized iliac extension placed proximally (off label) into the trunk of the aortic body and distally into the proximal ipsilateral iliac limb. The iliac extension folded inside the smaller inner bore of the aortic body trunk. No anatomy related issues were determined. Unable to determine cautionary product use conditions. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)